Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor initially provided readings after replacement but subsequently stopped transmitting glucose values to the ilet, and logs confirmed continuous glucose monitor signal loss with intermittent communication failure between the cgm and the ilet, indicating a communication issue related to the antenna/electrical component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided by the user and care team. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure implicating the antenna device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.